Event description:
A 2nd 45mm stapler load was being fired and the blade would not retract, therefore the stapler would not open. The davinci system faulted and the alarm went off. The rep was immediately called while the scrub tech used the davinci emergency key to "unlock" or "open" the endowrist stapler arm. This instrument was then able to be removed and the alarm stopped.